Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system produced a memory error and was not able to x-ray. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the image processing computer (ippc) along with three hard drives and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely which identified that a remote alert was triggered indicating error in image processing memory. Review of the log files showed that there was issue with the image processing pc (ippc) memory. A philips field service engineer (fse) examined the system on site and confirmed that the system was working without issue, however the fse replaced the ippc and hard drives as a precaution. The cause of the ip-pc failure could not be conclusively determined by the supplier¿s part analysis, however the replacement of ip-pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue did not present any symptoms aside from a remote warning, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.